Event description:
It was reported that this implantable pulse generator (ipg) could not establish telemetry with the programmer. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 6947 implantable tachy lead: (B)(6) 2004. (B)(4).